Manufacturer narrative:
The device was not reported to have been in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Event description:
The customer reported that the ventilator turned on by itself when it was off. The device was not reported to have been in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and the international field service engineer (fse). During the evaluation, the fse found the front bezel defective, and the nav ring was replaced to address that. This is unrelated to the initial issue reported. The device has a pending field change order that will replace the power management board. The investigation is ongoing.

Manufacturer narrative:
This event was reported to regulatory authorities. However, additional information was received indicating that the unit was in standby mode and not in patient use when the failure was observed. The unit was turned on by itself, which is a failure mode that does not present a risk of patient harm or injury, therefore, no longer meets regulatory reporting criteria.

Manufacturer narrative:
B4:(B)(6)2021 the field service engineer reported that the user interface (ui) printed circuit board assembly (pcba), power switch overlay, and navigation ring were replaced. The unit was reported to fully meet specifications and returned to use. No other anomalies were reported. The removed component has been requested to return for evaluation. If the removed component is received, an evaluation will be performed and an additional report will be submitted.